Manufacturer narrative:
No product has been returned. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dose audit reports were reviewed for reported complaint and demonstrated the continued effectiveness of the established sterilization process for freestyle libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. A tripped trend review was completed for the reported complaint and freestyle libre sensors and no trips were observed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing symptoms described as extreme redness and swelling at the sensor site, as well as fluid coming from the affected area. The customer reported having contact with a doctor who prescribed elocom (mometasone - corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.